Event description:
It was reported that the user ran out of insulin during a meal announcement, after which blood glucose was 195 mg/dl with a rising trend; the agent explained that the ilet would not complete the meal announcement but would deliver corrective insulin as needed. Investigation of this case revealed user depletion of insulin during dosing and expected device behavior to provide subsequent corrections once insulin was available. No symptoms associated with hyperglycemia reported. Outcomes included no request for follow-up and self-management with supply replacement. It was concluded that the event was consistent with hyperglycemia of unclear cause related to the user running out of insulin, without device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.